Event description:
It was reported that a patient underwent a breast biopsy on an unknown date and a topical skin adhesive was used. Two weeks following the procedure, the patient developed a cellulitis at the incision site. The patient was treated with antibiotics. The cellulitis resolved after the treatment of antibiotics.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.